Manufacturer narrative:
(B)(4). Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Insulin pump received with missing reservoir tube o ring and fading serial number label.

Event description:
The customer reported via phone call that there was crack on the reservoir lip ring. The customer's blood glucose was unknown. The customer was in hospital for surgery and the endocrinologist changed everything and now customer's blood glucose running higher that they used to. The troubleshooting was performed the damage and found that the reservoir was locking in place. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.